Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose (bg) value was not provided, however, customer stated bg level was "fine". It was confirmed that the customer had manual insulin injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different issue was identified.